Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners noted during our visual inspection.

Event description:
It was reported by the customer's wife that the customer had multiple no delivery alarm on the insulin pump. The customer's blood glucose level was between unknown. Wife states the customer was hospitalized, but it was due to trauma not pump or equipment related. Troubleshooting was performed and advised to change set. No further information was provided.